Event description:
It was reported that the health care professional (hcp) called for assistance with programming this cardiac resynchronization therapy defibrillator (crt-d) system into magnetic resonance imaging (MRI) protection mode. Technical services (ts) informed the hcp that this is a non-conditional system, as the right atrial (ra) lead recorded a gradual increase in pacing impedance measurements that reached out-of-range values. As a result, the MRI was not performed due to non-conditional status, and the patient was referred to the cardiology department for further evaluation. No adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that the health care professional (hcp) called for assistance with programming this cardiac resynchronization therapy defibrillator (crt-d) system into magnetic resonance imaging (MRI) protection mode. Technical services (ts) informed the hcp that this is a non-conditional system, as the right atrial (ra) lead recorded a gradual increase in pacing impedance measurements that reached out-of-range values. As a result, the MRI was not performed due to non-conditional status, and the patient was referred to the cardiology department for further evaluation. No adverse patient effects were reported. This ra lead remains in service. Additional information was received that this ra lead exhibited high capture thresholds. No adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
Follow up report 2 (device evaluation): the complaint device was not returned to boston scientific; therefore, product analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event. Conclusion code was updated to "known inherent risk of device" because product record reviews did not identify a product quality issue or new patient harm.

Event description:
It was reported that the health care professional (hcp) called for assistance with programming this cardiac resynchronization therapy defibrillator (crt-d) system into magnetic resonance imaging (MRI) protection mode. Technical services (ts) informed the hcp that this is a non-conditional system, as the right atrial (ra) lead recorded a gradual increase in pacing impedance measurements that reached out-of-range values. As a result, the MRI was not performed due to non-conditional status, and the patient was referred to the cardiology department for further evaluation. No adverse patient effects were reported. This ra lead remains in service. Additional information was received that this ra lead exhibited high capture thresholds. No adverse patient effects were reported. This ra lead remains in service.